Manufacturer narrative:
Additional information was requested but was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a lead fracture was seen on the right ventricular (rv) lead. No intervention was performed; the patient was in stable condition.

Event description:
It was reported that the lead was explanted and replaced.

Event description:
It was reported that prior to explant of the right ventricular lead, an elevated capture threshold leading to loss of pacing was observed.

Manufacturer narrative:
Additional information: the reported events were lead fracture, elevated capture threshold, loss of pacing, and insulation abrasion. As received, a complete lead was returned in two pieces. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation abrasion was confirmed. Visual examination found multiple external abrasion breaching the right ventricular and non-functional cable lumens at the proximal region and middle region. The cause of the external insulation abrasion is consistent with friction to the device can and friction to another device or feature of patient anatomy. The reported event of elevated capture threshold and loss of pacing was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the ring electrode coil at the is-1 connector leg. The cause of the reported events from the field is consistent with friction to the device can.